Event description:
On (B)(6) 2013, reporter contacted animas, alleging a meter error (bg> 15 min old) issue. Reportedly, patient occasionally received error message on the meter stating that blood glucose result was greater than 15 minutes old. Reporter stated that the meter/pump were paired and within range when patient was testing. Reporter denied that there was trauma or moisture exposure to the meter. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The meter has been returned and evaluated by product analysis on 01/02/2014 with the following findings: animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release. Visual inspection of the meter found some cosmetic damages. Review of meter record showed evidence of boluses being performed after the 15 minutes limit of blood glucose reading. On investigation, the meter powered up normally and successfully paired with a test pump. All buttons were functioning properly. The meter did not give inappropriate message when a bolus was performed immediately after a blood glucose reading. The meter gave an appropriate warning when a bolus was performed 30 minutes after a blood glucose reading. Investigation was unable to duplicate the complaint.